Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge sales rep that cardiosave intra-aortic balloon pump (iabp) would not complete autofill during in-service with clinical staff. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, g2 (type of investigation, investigation findings, component codes, investigation conclusions), e1 (initial reporter name, email), e2, e3, d5. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they confirmed the complaint on site and in device logs. The pim had sustained previous damage and was leaking, the fse replaced the pim (0997-00-1178). The fse had also replaced 9v alkaline battery (0146-00-0146), o-ring bunan (0354-00-0208), and li-ion battery packs (0146-00-0097) due to maintenance per the service manual. Device passed the performance and safety checks according to factory specifications.